Event description:
The pt was having an egd for control of bleeding. The bleeder was visualized and a clipping device was used. The clip was deployed and clip was placed around the vessel. The device handle is pushed forward and the first click is heard, this means the clip closes around what you are clipping, you continue to push the hand forward and hear a second click which means the clip has deployed from the device. Upon starting to pull the device out, it tore the vessel, leaving a large hole, the clip did not deploy from the device handle, that had to have surgical intervention.